Manufacturer narrative:
The device analysis report is attached. This report is submitted on september 17, 2021.

Manufacturer narrative:
This report is submitted on august 16, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to extrusion of the electrode lead into the external auditory canal. It is unknown if there are plans to reimplant the patient as of the date of this report.